Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during generator replacement surgery, the patient's right atrial (ra) lead was suspected for fracture. The physician decided to remove the lead and replace it. During removal, the patient's right ventricular (rv) lead insulation was damaged. The physician chose to remove and replace this lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that lead returned with severe explant damage. There was no insulation damage in vivo was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.